Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, rupture), (unknown cause of event), unapproved use of device (treating a ruptured abdominal aortic aneurysm). Conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak, rupture), off ¿label, unapproved or contraindicated use (treating a ruptured abdominal aortic aneurysm).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 11 cm in diameter abdominal aortic aneurysm approximately 9.5 years ago. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The patient also experienced renal failure upon arrival. The bifurcated aneurx device had migrated 12 mm distally with a proximal type I endoleak. The aortic neck angulation was 40 degree. The cause of the migration was due to disease progression. The physician implanted an endurant aui device to resolve the persistent proximal type I endoleak however, the endoleak was still present. The physician then implanted an endurant cuff covering the renal arteries. The physician also implanted an endurant device in the patient¿s right iliac limb up to the proximal portion of the bifurcated aneurx stent graft prior to the aui thinking that there was a possible t ype iii endoleak. An occluder was implanted in the right limb. The aneurysm was excluded with placement of the endurant aui stent graft and cuff. The physician performed a fem-fem bypass and a coil embolization procedure to address a type ii endoleak coming from the ima. No additional clinical sequelae were reported, and the patient is fine.